Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The following cosmetic damage was noted on the device: cracked case at display window corners, cracked display window, and minor scratches on the lcd window.

Event description:
Customer reported via phone, she had jumped into the pool with the insulin pump on and after a minute she realized she had it on. Now she is having issues with the buttons and the screen is cloudy. Customer noticed the screen window had a little crack. Customer was able to clear the button error alarm and changed the battery to check for moisture in the compartment. Customer's blood glucose was 121 mg/dl. No other significant event other than her jumping into the pool. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.